Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm. The customer stated that the insulin pump may have gotten sweat on it. They were advised to observe the time clock for one minute to verify if time advances. The customer stated that it was only alarming a button error. The customer's blood glucose level was 400 mg/dl. They treated the high blood glucose with manual injection. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.